Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned and attached to the extracorporeal tubing. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. The one-way valve was vacuum test and it held vacuum the technician attempted to insert the returned 0.025¿ guidewire through the inner lumen and was able to insert the guidewire without difficulty. No obstruction felt. The evaluation did not confirm the reported problem. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer felt resistance and was unable to advance the guide wire. The iab was replaced with a new one, however, the same issue occurred. A third iab was placed successfully. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer felt resistance and was unable to advance the guide wire. The iab was replaced with a new one, however, the same issue occurred. A third iab was placed successfully. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the customer felt resistance and was unable to advance the guide wire. The iab was replaced with a new one, however, the same issue occurred. A third iab was placed successfully. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.